Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently charging using the same wall adapter and power source. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.